Manufacturer narrative:
Natus medical investigation found the bili lite a 15 yrs. Old product. A replacement part was sent to the customer to resolve the issue. Customer has been out of town for the holidays, and could not confirm the status of the device. No further investigation required.

Event description:
The customer (a biomed) reported on (B)(6) 2017 that two bulb positions in the mattress lamp are always dim. The bulbs were swapped to different holders, but the bulbs in those two positions always remained dim regardless of which bulb was placed there. Olympic bili-bassinet is a discontinued product on 8/24/2011. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.